Event description:
It was reported that the user was unable to attach the connector to the pump when using multiple connectors from the same batch, which constitutes a device connection issue involving the infusion set connector component; a connector from a different batch attached successfully, and a replacement batch was arranged under standard shipping. Customer care agent provided support with troubleshooting with the user on connection technique and component substitution. Investigation of this case revealed that the issue was isolated to a specific connector batch and was resolved by using a connector from a new batch. No clinical symptoms reported during the event. Outcomes included no medical intervention. It was concluded that the device performance issue was related to the connector component and that product replacement was appropriate.